Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
It was reported that the bone did not support the implants and the tibia subsided. Femur tibia and insert revised to a depuy tc3 femur with mbt revision tray tibial sleeves and stems. Doi: (B)(6) 2016; dor: (B)(6) 2019; right knee.